Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, wife reported that pt experienced elevated blood glucose of 240-300 mg/dl and e4 occlusion error due to a crimped infusion cannula. Normal blood glucose is 140-160 mg/dl. Pt bolused to decrease blood glucose. There were no concerns when the button was pressed to release the insertion needle, but the insertion of the headset "did not feel right." There was insulin leakage, and pt noticed this when his shirt was wet. Headsets were inserted manually, and pt noticed the concern 1-2 days following insertion. Pt has used this type of infusion set for 1 month and has experienced ongoing concerns. On one occasion, there was a knot at this infusion site and blood at the site went into the tubing. No product was requested for evaluation. The pt did not require assistance from a health care professional or second party to address the issue.